Event description:
Boston scientific crm received information that the right ventricular (rv) lead impedance measurement is 2000 ohms. It was also noted that no noise was observed and no inappropriate events were stored in the arrhythmia logbook. Boston scientific technical services told the health care provider that this may be an early indication of a fracture and advised her to discuss further analysis and action with the physician. No adverse patient effects were reported.

Event description:
New information was received approximately one month later that stated the rv lead was surgically abandoned due to increased threshold and impedance measurements. It was noted that when the lead was reprogrammed to unipolar configuration appropriate pacing was observed. A new rv lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.